Event description:
Patient returned to or to remove a synthes synthetic bone flap (2 pieces). The patient had returned to the hospital with an infection. Custom made synthetic bone flap had been implanted in the summer of 2010 and explanted several months later.======================health professional's impression======================patient re-entered the hospital with an infection - during surgery the synthetic bone flap, which was 2 pieces, was removed.